Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs) report, this was a tf tavr procedure for a 23mm sapien 3 valve in the native aortic annulus. Bav was not performed. When crossing the native aortic valve the patient¿s blood pressure dropped and the undeployed valve was pulled back into the aorta. It was determined that a clot was in the left coronary artery (lca). While patient was in cardiac arrest, the physician attempted to pull the valve back into the esheath with the flex and pusher back, but the valve became caught on the sheath. During this time CPR was being performed. The valve was deployed in the descending abdominal aorta and the delivery system and esheath were removed without issue. The clot in the lca was removed and an impella was placed. The case was aborted. The patient remained intubated at the end of procedure and passed away 2 days later. The devices were discarded at the site.

Manufacturer narrative:
The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was unable to be confirmed. The device (or applicable imagery) was not returned for evaluation; for this reason no visual inspection, no functional testing, no dimensional analysis was able to be performed. A review of the device history records (DHR), lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The inflation balloon are a 100 % inspected for various dimensions, including: working length, balloon diameter, and double wall thickness. During final inspection, a 100% visual inspection is performed: the entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected for distorted/pinched folds. The flex shaft is inspected for kinks, bends, cracks, deep scratches. Additionally, the work order underwent functional product verification testing. No failures occurred during product verification testing (including system retrieval force) and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The training manuals instructs the operator to ¿ensure the thv is centered on the flex tip¿ (i.e. Flex tip advanced to valve) prior to retrieval of a crimped valve through the sheath. Centering the valve against the flex tip helps to stabilize the valve and cover the ends of the struts upon retrieval through the sheath. In this case, it was reported that while performing CPR, it was attempted to pull the valve into the esheath with the flex and pusher back.  The ends of the valve struts were exposed and likely caught onto the sheath distal tip during attempted retrieval. Additionally, aortic tortuosity could result in non-coaxial retrieval of the valve through the sheath leading to difficulty during withdrawal. Available information suggests that procedural factors (device configuration during withdrawal) may have contributed to the reported events. However, a definite root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. No manufacturing non-conformances were identified no labeling, training, or IFU deficiencies were identified during this investigation.  Review of complaint history revealed that the occurrence rate did not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.